Event description:
Blood cultures needed to be drawn and the maxzero on one of the lumens would not come off. We tried using a tourniquet and a hemi-stat to remove cap but was unsuccessful. After 5 staff members attempted to remove the cap, swat [system wide area team] nurse was called to help and was successful. This process delayed care and took around 45 minutes to finally remove cap.